Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. No device problem found. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose reading at the time of the incident was 41 mg/dl. The customer was treated with food for low blood glucose. The customer experienced sweating due to low blood glucose. The customer did not allege insulin pump was over delivering. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was not using the auto mode. The insulin pump will not be returned for analysis.